Event description:
The customer reported failure to acquire 12-lead ECG. The device was not being used on a pt when the symptom was observed by the customer.

Manufacturer narrative:
The customer reported failure to acquire 12-lead ECG. The device was not being used on a pt when the symptom was observed by the customer. The unit was evaluated at philips, but the symptoms could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction, but we cannot determine the cause, since the symptom was not duplicated.